Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette was missing the cap (pull ring) connector. The patient noticed during setup and preparation for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however a photograph of the sample was provided for evaluation. A review of the returned photograph showed the absence of the sheath in the patient line. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.